Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on an unknown date with blood glucose of over 600 mg/dl. The customer was treated with insulin pump. The customer fell due to high blood glucose level. The customer¿s current blood glucose level was 200¿s mg/dl. The customer alleged insulin pump was under delivering as the customer had high blood glucose level. The insulin pump will not be returned for analysis.